Manufacturer narrative:
Model number/catalog number: 72400098, serial number null batch/lot number: (B)(4), model/catalog description: control pump fgs. Model number/catalog number: 72400024, serial number null batch/lot number: (B)(4), model/ catalog description: balloon fgs 61-70 cm.

Event description:
It was reported that a patient with a history of prostate cancer and radical prostatectomy was implanted with an artificial urinary sphincter (aus) years ago. Recently the patient experienced scrotal infection and swelling. It was also indicated that the existing device stopped working as the patient experienced recurring incontinence. During a follow up appointment after the infection had cleared, cuff erosion was identified with a cystoscopy. The device was then explanted. There were no specific device malfunctions associated with the explanted device. The new device was working as expected following the procedure.

Event description:
It was reported that a patient with a history of prostate cancer and radical prostatectomy was implanted with an artificial urinary sphincter (aus) years ago. Recently the patient experienced scrotal infection and swelling. It was also indicated that the existing device stopped working as the patient experienced recurring incontinence. During a follow up appointment after the infection had cleared, cuff erosion was identified with a cystoscopy. The device was then explanted. There were no specific device malfunctions associated with the explanted device. The new device was working as expected following the procedure.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. The reported patient symptom is a known risk associated with ams 800 procedures and is noted as such in the device instructions for use. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the artificial urinary sphincter (aus) instructions for use (IFU). The aus IFU lists recurrent incontinence, infection and erosion as a potential adverse events associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.